Event description:
Additional information received via adr on 11/3/2025: on (B)(6) 2025, medical staff administered chemotherapy drugs vincristine and cyclophosphamide via a peripherally inserted central catheter (PICC, inserted on (B)(6) 2025). Subsequently, the patient reported stinging pain and mild swelling at the PICC insertion site on the right leg. The attending physician was notified, and an urgent ultrasound revealed subcutaneous tissue thickening with altered echogenicity. Drug infusion was suspended. Following consultation with the intravenous therapy team, the PICC line was removed. Examination revealed partial rupture of the catheter 4.5 cm from the puncture site (the point of skin entry). This rupture occurred 4.5 cm inside the body after insertion, within the subcutaneous tissue before entering the vascular space. Local chemotherapy drug extravasation caused swelling and pain at the original PICC insertion site on the patient's right thigh. This was the eighth chemotherapy session; due to this complication, chemotherapy was not completed, and the progression of the insertion site injury is unpredictable. Subsequent management followed standard procedures for chemotherapy drug extravasation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device held in hand by a clinician and a circumferentially aligned split along the catheter tubing. No further details of the split could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that leakage of medication observed during infusion via powerpicc catheter. Swelling in the lower limb on the catheterization side. No further details available or provided.